Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2023-00322 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that prior to use with bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the ifus for product was discovered to not be in compliance with ukrainian requirements. The following information was provided by the initial reporter: we discovered that some of the ifus for ids sm products are not compliant with ukrainian requirements. Ids sm products of higher classes were registered via conformity assessment body in ukraine. When product is registered via conformity assessment body it is required to have it indicated on the labels and ifus (conformity assessment body number must be placed on the labeling) ¿ it must be placed underneath the ukrainian conformity mark ukrainian conformity mark: ukrainian conformity mark with conformity assessment body number: also, we would like to point out that in the procedure ¿medical device and in vitro diagnostic medical device required labeling content¿ used by the labeling team this requirement is not captured. Therefore, the sop also needs to be updated and implemented.

Event description:
It was reported that prior to use with bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the ifus for product was discovered to not be in compliance with ukrainian requirements. The following information was provided by the initial reporter: we discovered that some of the ifus for ids sm products are not compliant with ukrainian requirements. Ids sm products of higher classes were registered via conformity assessment body in ukraine. When product is registered via conformity assessment body it is required to have it indicated on the labels and ifus (conformity assessment body number must be placed on the labeling) ¿ it must be placed underneath the ukrainian conformity mark ukrainian conformity mark: ukrainian conformity mark with conformity assessment body number: also, we would like to point out that in the procedure ¿medical device and in vitro diagnostic medical device required labeling content¿ used by the labeling team this requirement is not captured. Therefore, the sop also needs to be updated and implemented.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter additional phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.